Event description:
It was reported that one of the patient's wires came loose and was trying to come through the skin. The pt underwent surgery in which the device was repositioned much deeper. Following the surgery the pt had the worst pain ever which radiated into her legs and back, making it difficult to walk. When she tried to use her programmer she received a shock up her spine. Several months later the pt fell about a foot. After the fall the device was protruding from her skin and not working right, it was defective. The patient's whole lower back hurt and she could not lean back or drive. Further info is still being requested at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v009730 serial# implanted: 2006 (B)(6) explanted: -- product type lead product ID 3095-10 lot# serial# (B)(4) implanted: 2006 (B)(6) explanted: -- product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient's leads had broken for their implanted system in 2006. According to the call the leads broke the same year the system was implanted. No patient symptoms were associated with this event. No complications were reported or anticipated.